Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).

Event description:
It was reported that when reviewing films during a cardiac catherization procedure, a retained object was seen in the right ventricle, which appeared to be a sheath from the insertion of an lead. The lead remains implanted.